Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane and fluoro function board. System operates as intended. (B) (4).

Event description:
Customer reported the system produced uncommanded x-rays during a case. No pt injury was reported.